Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0hz81, implanted: (B)(6) 2014, product type: lead. Product ID: 3889-28, lot# va0hz81, implanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: neu_ptm_prog, product type: programmer, patient. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4). It appeared that the device was not used as indicated. The indication device was used for was ezw (sacral nerve stimulation).

Event description:
It was reported the patient had a loss of therapeutic effect from their implantable neurostimulator (ins). The patient was just implanted with the device last thursday prior to report. It was noted that since two days prior to report they stopped feeling the stimulation sensation and didn't "feel like I'm peeing anymore". They were not sure if the therapy was working or if they hit a wrong button. It stated by the patient that "I don't feel anything except pain in my sciatic nerve". In addition, the patient stated that the programmer training was ineffective because they were still under the effects of anesthesia. They got instructions right after implant but did not remember anything "until a day or two after that" so they don't remember how to use the device. Using the programmer unit, it was determined that the stimulation was on and at 1.1 volts. The patient was able to increase to 1.2 volts and stated that they felt the stimulation. The indications for use for the implanted device were noted as urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.